Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, interrogation revealed a lead safety switch had occurred. As impedance measurements had recently increased, it was thought there may be an intermittent lead fracture. Daily measurements and electrograms did not reveal any issues. This lead will be further monitored in the near future. No adverse patient effects were reported.